Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The logged service required code indicated a failure with the oxygen blending module which could affect the accuracy of the delivered oxygen concentration. The device's oxygen blending module board was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.